Manufacturer narrative:
Device evaluated by MFR : analysis of received unknown bur of product ID "xom unk micdebbur" found that there was a residue consistent with biological contaminants on the device. Although there was initially no information on the part number, the device configuration was consistent with being part of the microdebrider high-speed bur family. Only the inner hub assembly and portions of the inner shaft were returned. Visually, the inner shaft broke 0.68 inches from the distal end of the inner hub which would have resulted in the reported event. There were striations at the break point of the shaft. There was also deformation in the distal outside diameter of the inner hub. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and 0.347 inches in the deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device and only portions of the device being returned. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Handpiece was returned for planned maintenance / calibration. There was no customer allegation of malfunction and there was no patient involved. Service and repair found broken bur in the handpiece.